Event description:
It has been reported that the bd emerald¿ 2ml syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: there is a dirt particle in the syringe.

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos and a sample for catalog 307727 lot 1902210 to investigate for this record. Visual examination of the sample showed black particle in the package. As a result, bd was able to verify the reported issue. Bd has determined that the foreign matter of the non-conformance consists of particles from the chain of the primary packaging machine. The root cause was related with a mechanic defect of one staple of the chain. The broken staple rubbed the chain and produced the black particles. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd emerald¿ 2ml syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: there is a dirt particle in the syringe.